Manufacturer narrative:
During routine data monitoring on (B)(6) 2025, the team noticed an erratic pattern in some measurement signals. On (B)(6) 2025, the team confirmed inaccurate readings in relative tidal volume (8.1%) and diastolic heart sound strength (92.7%). Two abnormal signal patterns were observed: (1) a shift in the acoustic signal away from its expected baseline and (2) abrupt simultaneous jumps/falls in both acoustic and impedance signals. These anomalies did not align with common user errors or poor device contact, suggesting a potential hardware malfunction. On (B)(6) 2025, analog notified the patient and the healthcare provider of the issue. In coordination with the clinical site, a return material authorization was issued, and the patient was given a replacement device on (B)(6) 2025, following the established procedures. There were no adverse events or no need for medical intervention related to this malfunction. When the original unit was returned to analog on (B)(6) 2025, it underwent standard return processing. X-ray analysis confirmed a break in the wire in the acoustic signal path. This explained the shifting acoustic signal baseline and intermittent simultaneous jumps/falls caused by the wire making and breaking contact with patient movement. The root cause was confirmed to be a hardware failure due to a broken connection in the acoustic signal path.

Event description:
During routine data monitoring on (B)(6) 2025, the team noticed an erratic pattern in some measurement signals. On (B)(6) 2025, the team confirmed inaccurate readings in relative tidal volume (8.1%) and diastolic heart sound strength (92.7%). Two abnormal signal patterns were observed: (1) a shift in the acoustic signal away from its expected baseline and (2) abrupt simultaneous jumps/falls in both acoustic and impedance signals. These anomalies did not align with common user errors or poor device contact, suggesting a potential hardware malfunction.